Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), stem, lot # 730650; item # (B)(4), taper adapter, lot # 762730; item # (B)(4), head, lot # 072240. The following sections have been corrected: the event was not a result of a device malfunction as previously reported.

Event description:
It was reported that a patient underwent a revision surgery due to allegations of pain, metallosis, and bursitis. Operative reports indicated intraarticular fluid. The cup was removed due to suspicion of metallosis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05356, 0001825034-2017-05357, 0001825034-2017-05355. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right hip revision approximately ten years post-implantation. During the procedure, bursitis and metallosis were discovered.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure due to patient allegations of pain, metallosis and metal debris.